Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, a pediatric patient experienced inaccurate cgm readings on the same day a new sensor was inserted in the upper buttocks. During the event, the patient experienced vomiting and a headache. Upon noticing the inaccuracy, the patient self-administered insulin. The patient was subsequently brought to the hospital by a parent. At the hospital, a fingerstick bg reading showed 23.0 mmol/l, while the cgm displayed 6.4 mmol/l. The patient was treated with insulin via injection and kept under observation. After 48 hours, the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was reportedly feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.